Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "upon inspection it was found that the packaging for this item does not have any expiration info printed on it."